Event description:
I purchased a sunmark true metrix meter and strips in (B)(6) 2019 from (B)(6) pharmacy. My blood sugars have been running high every time I started using their faulty equipment and strips running as high as 237 with an average of 159 despite my previous a1c being 5.3. Today my fasting blood sugar was 176 npo so I decided to go see my physician who has been making one rx change after another to get my blood sugar down. While still npo I check my blood sugar at the physician's office with a result of 172. The nurse then checked with their accurate poc system and it was 109, a 63 point error representing a 37% deviation. Thankfully I have not been dosing regular insulin when your faulty equipment and test strips reported my blood sugar high or I would have been hypoglycemic several times. Every diabetic pt in america who tests their blood sugar needs to know about their faulty equipment and test strips. For a diabetic, this type of inaccuracy could mean a diabetic coma and death. This equipment needs to be removed from the market, junk. Thanks, (B)(6). FDA safety report ID# (B)(4).